Event description:
The entire cotton tampon is not removed when pulled out of the vaginal area. Cotton fragments remain [foreign body in reproductive tract] uncomfortable - vagina [vulvovaginal discomfort] tampon is not removed when pulled out of the vaginal area. Uncomfortable for her [complication of device removal] cotton fragments remain - tampon [device breakage] case narrative: consumer reported via email that cotton fragments from the tampon remained in her daughter's vagina after removal. No serious injury was reported. Lot codes: 1784387 01:41; 1784382 11:02; 1784690; 1784386; 1833513; & 1788759.

Event description:
The entire cotton tampon is not removed when pulled out of the vaginal area...cotton fragments remain [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon is not removed when pulled out of the vaginal area....uncomfortable for her [complication of device removal]. Cotton fragments remain - tampon [device breakage]. Case description: consumer reported via email that cotton fragments from the tampon remained in her daughter's vagina after removal. No serious injury was reported.